Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received indicating there was one pass made with the solitaire prior to the separation. There was no resistance during the delivery, however, there was some resistance during the retrieval, but a very normal level of resistance. The solitaire device was not torqued or repositioned during the delivery or retrieval. The microcatheter tip did not cover the solitaire device proximal marker during the attempted retrieval. The procedure was completed by using a new set of devices, sofia + 3d penumbra retriever. The final result was unsuccessful - tici 0. The clot was noted to be very hard and non-plastic. The patient did not have any vessel stenosis proximal to the thrombus site. The vessel tortuosity was normal/medium.

Manufacturer narrative:
Product analysis: ¿as found condition: the solitaire x revascularization device was returned for analysis within shipping box; within a sealed plastic bio-pouch; and within an opened solitaire x inner pouch. The solitaire x revascularization device was returned separated into two segments. ¿visual inspection/damage location details: the marker coil was found to be stretched. The wire broken within proximal marker coil. In order to remove the broken part, the marker coil was stretched more. The solitaire x stent non-working (tear drop) and working length struts were found in good condition the broken end was sent out for sem (scanning electron microscopy) analysis. No other anomalies were observed. ¿testing/analysis: n/a ¿conclusion: based on the device analysis and reported information, the customer¿s report of ¿separation¿ was confirmed as the pushwire was found to be broken. Per the sem (scanning electron microscopy) analysis report, surface contaminants that obscured some fracture features are visible on the surface. Dimples indicative of ductile overload are visible on the fracture. Flattening on one wire side is visible. This indicates that the pushwire separated as the tensile strength of the pushwire was exceeded. It is likely the pushwire broke as a result of high force used (pulling). A formal investigation has been conducted regarding solitaire separation issue. The review of lot history records shows that the finished device has met all manufacturing requirements and specification ns during final assembly and quality inspection. As per our instruction for use (IFU): ¿to prevent device separation: do not oversize device; do not recover (i.e. Pull back) the device when encountering excessive resistance. Instead, resheath the device with the microcatheter and then, remove the entire system under aspiration. If resistance is encountered during resheathing, discontinue and remove the entire system under aspiration; do not treat patients with known stenosis proximal to the thrombus site. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that a solitaire x separated during a procedure. The physician had not attempted to detach the stent. It was unknown how many passes were made with the solitaire. It was noted the solitaire and all accessory devices were prepared as indicated in the instructions for use (IFU). The entire device was removed from the patient and no additional surgical or medical intervention was required. No patient information was reported.